Event description:
Boston scientific received information that this patient was seen recently in the hospital after being lost to follow up to have a stent placed when ventricular tachycardia (vt) was noted and the device did not treat it. Interrogation was also unsuccessful. It is believed the battery is past longevity base on implant time. No reprogramming was done, nor was the device replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.